Manufacturer narrative:
The report of a ventilator inoperative error code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo japan ventilator was returned to the manufacturer for routine preventative maintenance. There were no allegations of harm or injury, and the device was not reported to be in patient use at the time of the event. During evaluation at the manufacturer's service center, an evt_nvdata_corrupt ventilator inoperative error code was observed. This error indicated that the data stored in the eeprom on the system central processing unit was corrupt. The system board, which contains the eeprom, was replaced to address the issue. The blower assembly was replaced due to dirt accumulation. The air inlet foam filter, particle filter, and muffler assembly were replaced as required by the maintenance procedure to prevent potential failure. The service technician performed final testing, battery checks, valve checks, run-in tests, and cleaning, and confirmed that the device operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.